Manufacturer narrative:
(B)(4). It was noted the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. It was noted that the cause of the high impedance was suspected to be due to the distal coil of the lead. During the revision procedure, a test shock was delivered and the device exhibited a code 1005 indicating an open circuit condition was detected during shock delivery. This lead was subsequently explanted and replaced. The lead was cut and damaged while removing. No additional adverse patient effects were reported.